Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The 28mm aui was implanted within 3-5 mm of the lowest renal (right) artery. An angiogram was performed showing a type ia endoleak. An endurant 28x28x49 cuff was implanted proximally to the bifurcated stent graft at the lowest renal (right) and was ballooned with a reliant balloon. The final angiogram showed no evidence of an endoleak. There were no other complications. The physician stated the cause of the type ia endoleak was difficult patient anatomy of angled and moderately calcium in the aortic neck. No additional clinical sequelae were reported and the patient is fine.